Event description:
Healthcare professional reported "saline implant rupture" against right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported additional event of capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken plug strap, missing plug strap and opening curved on posterior. Leak test and microscopic analysis was performed which identified: striated opening on posterior and striated broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is missing plug strap assessed as inconclusive, striated opening on posterior assessed as surgical damage, and a striated broken on plug strap assessed as surgical damage additional, changed, and/or corrected data: b.6; d.9; h.3; h.6.

Event description:
Healthcare professional reported "saline implant rupture" against right device. The device has been explanted.